Event description:
It was reported that during the surgery both items experience the same problem. The first anchor was deployed successfully with a click sound when the grey knob was pushed forward. However, when the user deploys the second anchor, it did not engage inside meniscus. Instead, when the user withdraws the needle, the second anchor fell out in the joint space. The surgeon pulled it out of the patient by force. A backup device was used to complete the surgery. No delay or patient injury reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿when the user deploys the second anchor, it did not engage inside meniscus.¿ the depth limiter was found advanced as far as possible. T1, t2 were not returned. Suture was not returned. The device still cycled and actuated despite needle damage. The needle was bent downward. The delivery curve had been completely flattened out. The condition indicates difficulty with reaching desired tissue location. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.